Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided wall adaptor and charging cable were damaged and could not be used to charge the pump. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.